Event description:
It was reported that pump kept cancelling new cartridge and prompted replacement. There was no reported impact to the customer¿s blood glucose level. Customer discussed issues over phone with technical support, and case was documented for review, but no additional information was received regarding further corrective actions.